Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that, "occlusion alarms seem to take a long time sometimes". Clinicians asked questions about pressure limits/occlusion alarms stating alarms seem to take a long time. Although they check their ivs every hour they are worried about infiltrations on the baby. They asked if pressure limits on the pumps are different for a baby vs adult. Bd representative discussed pressure system, occlusion limits, pressure graph display, how the pump operates for flow rates less than 30ml/hr. On the pump module. Clinicians were not aware of the pressure graph display on the pcu. This was reported to bd representatives during their site visit. There was patient involvement, however outcome is unknown.